Event description:
Same case as: 2134265-2011-04670. It was reported that during a stenting treatment procedure, a balloon catheter entrapment occurred. The target lesion was in the saphenous vein graft to the obtuse marginal. The physician delivered and deployed an unknown stent over the filter wire 190. The lesion was post dilated with a 4.0x15 nc quantum apex. Upon pulling the balloon out, it got stuck, it locked up on the filter wire in the ascending aorta. The balloon and wire able to be removed as a unit. The case was completed at this point. No patient complications were reported and the patients' status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR, device returned to MFR. Device evaluated by MFR: the nc quantum apex device was received with the protection wire associated with the related complaint partially loaded in the wire lumen. The protection wire was removed from the lumen of the catheter with no unusual resistance. The catheter was soaked in a bath of circulating 37 degree celsius water for 24 hours to attempt to loosen solidified contrast and blood in the wire lumen. A thorough inspection revealed no damage or irregularities. The inner diameter (ID) of the wire lumen was measured at both ends with a calibrated pin gauge set; the ID was .014" at both ends, which is within specification. A .014" guidewire was advanced completely through the wire lumen without encountering any unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
Same case as:2134265-2011-04670. It was reported that during a stenting treatment procedure a balloon catheter entrapment occurred. The target lesion was in the saphenous vein graft to the obtuse marginal. The physician delivered and deployed an unknown stent over the filter wire 190. The lesion was post dilated with a 4.0x15 nc quantum apex. Upon pulling the balloon out it got stuck, it locked up on the filter wire in the ascending aorta. The balloon and wire able to be removed as a unit. The case was completed at this point. No patient complications were reported and the patients' status is fine.